Event description:
There was no procedural delay. The camera was inspected before use, but it was unknown if any irregularities were noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image could not be secured. However, the definitive root cause of the image failure could not be determined. It is possible that the image could not be secured due to the damaged coupler. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "broken camera" was confirmed. The evaluation found that the coupler was damaged. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus a "broken camera" and the image could not be secured. There was no patient injury, associated with the event, reported to olympus.